Manufacturer narrative:
It was reported that mesh was implanted to treat menorrhagia, uterine fibroids and adenomyosis with concurrent left salpingo oopherectomy.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision and cystoscopy on (B)(6) 2010 due to pain, residual sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.